Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted - one into the lad and one into the rca. During the index procedure, the pda was jailed due to plaque shift. The patient is not recovered. The investigator assessed the event as causally related to the device and not related to anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.